Event description:
It was reported that the device had battery issues. The pm failed battery reconditioning. It would get stuck at 00:00 time to completion. The tech recommended replacing the third party battery, then the battery discharge resistor and power supply processor board. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 failing battery reconditioning. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had battery issues. The pm failed battery reconditioning. It would get stuck at 00:00 time to completion. The tech recommended replacing the third party battery, then the battery discharge resistor and power supply processor board. There was no patient involvement.